Event description:
According to the report, the patient has been having fluctuating impressions of sound for the past week. Exchanging the external equipment did not improve the situation. Testing confirmed that the device has malfunctioned.